Event description:
It was reported the implanted neurostimulator stopped stimulation. No pt injury was noted. The device was replaced. No further pt complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.